Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) up/down./ ok/contrast buttons issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 07/28/2017 with the following findings: the keypad was undamaged. All keypad buttons were unresponsive. No damage or defect was found to the keypad button contacts. Leak testing revealed a display lens leak. Moisture was observed on the printed circuit board and keypad connector.